Event description:
Per initial report, the spike was not completely inserted in the supply bag. Baxter's technical service assisted the home patient in completing therapy. There was no report of patient injury or medical intervention per the home patient.